Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-sep-2023. Investigation summary: it was reported saline was leaking from the syringe. To aid in the investigation, one empty sample with no packaging flow wrap and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has a crack 1-1/2" long that is located 3/8" from the bottom of the syringe barrel. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam at the infeed scroll during the filling process. A device history record review was completed for provided material number 306546, lot 2241260. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe experienced leakage. The following information was provided by the initial reporter: complaint from (B)(6)hospital. The customer complained about saline leakage from the syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe experienced leakage. The following information was provided by the initial reporter: complaint from (B)(6)hospital. The customer complained about saline leakage from the syringe.